Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Hold divya 11/07it was initially reported there was a communication problem with the recharger. An overdischarge was suspected. Dissatisfaction with stimulation was reported as the primary reason for overdischarge. Since implant, the patient was getting stimulation in their right leg and a spot in his back as needed, but it didn¿t seem to relieve enough of his pain. The patient had not recharged in about 3 months. Additional information stated the patient was "told by their doctor office to contact a manufacturer representative." It was further stated the patient was "still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative." It was noted the patient had "received no return phone calls." Follow-up information reported that the manufacturer¿s representative had not heard from the patient for a while. The representative learned today that the patient had some issues with the device. The patient had an appointment for (B)(6), 2013 with their physician and the manufacturer¿s representative. Follow-up information reported that the there was no power and no signal when interrogated with the clinician programmer. No malfunctions were reported, just a lack of charge. It was noted that a ¿discharge override¿ was to be performed on (B)(6), 2013. It was then reported that the last time the patient charged was eight plus months ago. It was noted that a discharge recovery was attempted twice with no success. Additional information received reported that there was no plan to change the device.

Manufacturer narrative:
Supplemental submitted to include additional information.

Event description:
Additional information reported that the patient could not connect with the implant. It was reported that the last time patient had recharged as "quite a while ago" because "it ain't worked and it just pissed me off so I ain't bothered with it." It was reported that the stimulator wasn't working like patient had thought it would work. It was reported that the stimulation did not take the pain away like that patient had thought it would. It never did from day one. It was reported that the patient has had it reprogrammed but it just never really seemed to do what the patient thought it was going to do. It was reported that the stimulation was working where the patient needed stimulation for the most part but did not give enough pain relief. "It was the right leg for the most part. An antenna locate feature was used and the patient "got the arrow plus something else" screen.